Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the initial condition of the device did not identify failures or evidence that could be lost due to decontamination process. Visual inspection of the device identified that the pusher wire was not returned. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The coil was returned completely stretched. The interlocking arm was detached. No more damages were found in the returned device. Dimensional inspection of the main coil found the coil to be within specification. The primary coil od and the fibers can not be confirmed due the condition of the device.

Event description:
Reportable based on device analysis completed on 12nov2019. It was reported that the device could not deploy normally. A 4mm x 15cm interlock was selected for use. During procedure, it was noted that the device could not deploy normally. The procedure was completed with a different device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.